Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty procedure, the device was not able to fire. When the green button was pressed to effect the trigger, the grip locked, preventing stapling. Another device was used to resolve the issue. There was no patient injury.